Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, unable to baseline) has been confirmed. Upon evaluation, the pin connecting the ECG dome of electrode b to the pcb was broken from the dome inside the electrode. The cause of the inability to baseline and check belt messages was the detached dome pin. The root cause of the detached dome pin was unable to be positively identified. No adverse event resulted from the damaged electrode. The patient received a replacement electrode belt.

Event description:
A zoll pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the pt's device was alarming with adjust belt or check belt messages and was unable to baseline. The pt was issued a replacement electrode belt.